Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The heartmate iii system controller was not returned for analysis and no log files were submitted for review. It was reported that a grease-like substance was extruding from the power cables; however, no damage to the cables was observed. Multiple good faith effort attempts were made asking for the serial number of the system controller, if log files were available, if the fluid substance identified, and if the controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a blue grease-like appearing matter on their power cord that connected the system controller to each battery. It was present on both cables. The site noted that no breaks in the underlying sheath were noted, and that there were not any wires visible.